Manufacturer narrative:
(B)(4).

Event description:
It was reported ¿similar problems occurred in other facilities¿ when reporting that the anchor could not be removed from the anchor dispenser, it formed a lump and did not move when anchoring the catheter during operation. The medical team interrupted the operation to check the anchor dispenser and confirmed damage to the anchor. Please refer to manufacturer report number 3007566237-2013-00301 for the specific event. It was not specified if the anchor was implantable during the ¿similar problems¿. Additional information has been requested, but was not available as of the date of this report.